Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer received questionable results on six patient samples when tested with ck-mb, the md isoenzyme of creatine kinase (ck-mb stat) and triiodothyronine (t3) and thyroxine (t4). Of the results provided, one patient had erroneous ck-mb stat results that were reported outside of the laboratory. The customer noticed they had several results for t3 and t4 accompanied by data flags. The customer tried to recalibrate the assays and the calibrations failed with a low signal. The patient had an initial ck-mb stat result of 1.36 ng/ml, which was reported outside of the laboratory. The sample was repeated on another instrument and generated a repeat result of 7.17 ng/ml. The customer deemed the repeat result to be the correct result and called the corrected result to the nurse. The nurse indicate that the patient was not treated on the basis of the initial erroneous result and there was no adverse impact to the patient. The lot of ck-mb stat reagent in use was 17187101, with an expiration date of 02/28/2014. The field service representative could not find a cause for the issue. He checked the system for proper operation. He indicated that both measuring cells were at one year and three months in use. He replaced both measuring cells and retested with no problems. The customer performed calibration and qc with no problems, all results were within control limits.

Manufacturer narrative:
Athough a specific root cause could not be determiend, the event was most likely caused by an issue with the old measuring cells.